Manufacturer narrative:
The customer reported this event to the FDA through medwatch: mw5096355. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the return blood line became disconnected from the prismaflex m150 filter during continuous renal replacement therapy. A pressure alarm was triggered and the machine was stopped by the nursing staff. A "minimal blood loss" was reported. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the batch number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.